Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). Problem codes of 2907capture the reportable event of dart detachment. An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The carrier extended and retracted into the cage with no issue. The cage of the capio slim suture capturing device was removed for further inspection; the portion of the detached suture containing the dart was not found inside of the cage. Based on all gathered information, the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during prolapse repair with uphold mesh procedure performed (B)(6) 2018. According to the complainant, during the procedure, during the first deployment, the dart detached from the suture on the patient's right sacrospinous ligament. However, since the dart could not be palpated in the patient, the physician could not confirm if the dart was left inside the patient or if it was in the device itself. It was reported that it was possible that the dart was not released from the capio carrier at the right time and, further, that "it had a strange sound when it happened". The procedure was completed with another uphold lite w/ capio slim device. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during prolapse repair with uphold mesh procedure performed (B)(6) 2018. According to the complainant, during the procedure, during the first deployment, the dart detached from the suture on the patient's right sacrospinous ligament. However, since the dart could not be palpated in the patient, the physician could not confirm if the dart was left inside the patient or if it was in the device itself. It was reported that it was possible that the dart was not released from the capio carrier at the right time and, further, that "it had a strange sound when it happened". The procedure was completed with another uphold lite w/ capio slim device. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be stable.